Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced dizziness that resolved quickly during the controller and modular cable exchange on (B)(6) 2022.

Event description:
Related manufacturer report number: 2916596-2022-14160. It was reported that the patient exchanged their controller to the backup on (B)(6) 2022 due to an alarm that was later determined to be a driveline communication fault. The patient was seen in the clinic on (B)(6) 2022 and they were given a new modular cable and controller. The modular cable was examined and a considerable amount of debris was found within the connection hub to the driveline terminal port that connects to the modular cable. There was difficulty disconnecting the existing modular cable from the driveline. The patient's driveline also had a slight bend. Imaging of the driveline showed intact wiring. Several of the pins on the modular cable looked like there was buildup or wear down of coating around the pins. The patient stated he had not touched or manipulated the connections. Debris was also found beneath the coupling that covers the yellow line on the driveline where it connects to the modular cable. The pins on the modular cable that connect with the driveline also appeared corroded.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of driveline communication faults was able to be confirmed. The modular cable (lot number: 7306649) was returned for analysis, and log files were submitted for review and another was downloaded for review from the returned controller (serial number: (B)(4)). A review of the log files showed overlapping events spanning approximately 9 days ((B)(6) 2022 per timestamp). Driveline communication faults coincident with com_b_faults were intermittently active on (B)(6) 2022 from 11:04:59 ¿ 13:40:23; however, the alarms did not activate until 13:40:23 and persisted until 13:47:18. The driveline was disconnected on (B)(6) 2022 at 13:47:18 and the controller was shut down at 13:51:10. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. Another log file was submitted from the backup system controller (serial number: (B)(4)) for review. A review of the log files showed overlapping events spanning approximately 9 days ((B)(6) 2000, (B)(6) 2001, (B)(6) 2002, (B)(6) 2022 per timestamp). Events captured on (B)(6) 2000 ¿ (B)(6) 2002 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. Driveline communication faults coincident with com_b_faults were active on (B)(6) 2022 at 15:57:05 ¿ 16:08:49. The driveline was disconnected at 16:08:54 and reconnected at 16:08:58. The driveline communication faults were active; however, the com_b_faults intermittently cleared while the alarms remained active. The alarms did not clear in the log file. There were no other alarms active in the log file. Pump operation was not affected. The modular cable was returned for analysis with extensive corrosion at the base of the communication pins in the inline connector in addition to tape around the entire modular cable. The modular cable was connected to the modular cirris tester and did not pass due to the corrosion. The corrosion was attempted to be cleaned; however, during the cleaning process; the communication a pin broke. The modular cable was also connected and functionally tested with a test heartmate 3 system controller in the labs at abbott and was found to operate a pump as intended; however, driveline communication faults were active due to the broken pin. The com_b_faults found in the log file were unable to be reproduced during testing. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the extensive corrosion found at the base of the communication pins of the inline connector on the modular cable may have contributed to the reported event. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU, rev. C, and patient handbook, rev. D, are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the modular cable (lot number: 7306649) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.